Manufacturer narrative:
(B) (6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4) (medical intervention required to explant the device). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted in a patient with esophageal cancer on (B) (6) 2010. According to the complainant, during an esophagogastroduodenoscopy (egd) the wallflex stent was implanted without issue. It fully expanded and was in the proper position. Three days later, on (B) (6) 2010, it was discovered that the stent had migrated into the stomach. The stent was removed the following day without issue. The physician is not planning on implanting another stent; however, the patient is scheduled to undergo a percutaneous endoscopic gastrostomy (peg) tube placement at a later date. There were no patient complications reported as a result of this event. According to the physician, the migration of the stent did not have any adverse effect on the patient. The patient's condition at the conclusion of the procedure was reported to be fine. The patient remains hospitalized for poor health unrelated to the stent migration.